Manufacturer narrative:
The pump passed the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked lcd window, broken battery tube threads and cracked case-corner of belt clip rails. Unit received without original battery cap. Test battery cap fits and function properly. Unit belt clip rail function properly noted. Damage- cracked case battery tube confirmed, damage- cracked display window confirmed and damage- cracked battery tube threads confirmed. Damage- belt clip damage or missing not confirmed. Damage- display window cover damage or missing not confirmed. Unable to confirmed damage-battery cap and battery cap contacts missing/damaged due to received without original battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump had been damaged. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for damage, and the customer reported damage to the screen, display window cover, belt clip rails, battery tube side, and battery tube threads. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was performed for battery cap issues, and the customer reported battery cap and contacts were damaged. Reminded customer to continue to check the metal contact on the pump battery cap during routine battery replacement and call back if it is loose, damaged, or missing. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.